Event description:
The customer stated the rubella calibration failed with error code: 1001: rubella calibration failed, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to calibrate the probe and optics, check the 1 and 3 dispensers, decontaminate the mup and recalibrate. The customer stated that in spite of performing all the recommended maintenance, the calibration failed. The cta sent the customer replacement rubella reagent and calibrator. The customer indicated the calibration passed after receipt of the new calibrator and reagent packs. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.